Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl with a concentration of 16.75 mcg/ml at a dose of 20 mcg/day via implantable drug delivery pump. It was reported that the patient's pump was not working because they had no medication in the pump. They stated that they needed to find a new healthcare professional (hcp) since they could no longer see their previous hcp due to insurance reasons. The patient stated that they were also in and out of the hospital for unrelated reasons. Hcp listings were emailed to the patient by patient services. No patient symptoms or further complications were reported.